Event description:
An alarm from a pca pump was activated. On investigation, pca pump tubing was found to be separated/broken at the distal end of the 2-inch hard plastic piece that is threaded inside the pump.